Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the top of an awl is twisted and broken. In addition, the tops of two (2) locking holding sleeves are ripped. Both issues occurred during a surgical procedure on (B)(6) 2015. The procedure was completed without a delay using a similar product. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Upon investigation of the complained device, the returned instrument was examined and the complaint condition was unable to be confirmed as the threaded tips were found to be in good condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review ¿part number: 03.613.043. Lot number: 7063094. Release to warehouse date: february 7, 2013. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.